Manufacturer narrative:
Conclusion code: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system cat5 aspiration catheter. During the procedure, the physician successfully aspirated thrombus using the cat5 catheter and an indigo system separator 5. Upon removal from the patient, the physician noticed the distal end of the cat5 catheter was kinked. The procedure was completed successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the cat5 was fractured approximately 8.5 cm from the hub; kinked approximately 73.5 cm from the distal end; ovalized from the distal end to approximately 31.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The initial complaint indicated that after the case was completed and the cat5 was removed from the non-penumbra device, it was found to be flattened and twisted at the distal end. The proximal end of the cat5 was subsequently fractured by the physician while it was on the table. Evaluation of the returned device confirmed that the distal tip of the cat5 was ovalized. This type of damage typically occurs due to improper handling during use. If the cat5 is forcefully removed from the patient or from another device against resistance at an angle, it is likely that damage such as this would occur. These devices are 100% visually inspected during in process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.